Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The investigation of log files showed that during morning boot up the image visualization system (ivs) application did not boot correctly due to an axcs (angio x-ray communication system) communication error. This meant that no patient registration was possible. As the ias (image acquisition system) was not affected, image acquisition was still possible. The post processing functions were not possible due to the ivs boot up complication. After the restart, the issue was resolved. Upon investigation the customer service engineer (cse) identified an issue with the axsc switch. After hardware replacement there were no further issues and the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred when using the artis zee ceiling system. During an interventional procedure, the device stopped working properly. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).